Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated that they are having pain and was due to the procedure. The device is pressing on nerves. The patient stated that she is thin and this should have been take into consideration and it was not. The patient said her body is too thin to support the device and the pressure on the nerves is too much. The patient saw the healthcare provider (hcp) and turned the device off and will have the device removed. No further complications were reported.